Event description:
Hill-rom received a report from the account stating the intellidrive runs in reverse when the handle switches are engaged. The bed was located in maintenance at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the left transport handle was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left transport handle and the issue was resolved. Based on this information, no further action is required.